Event description:
It was reported to philips the paddles of the device interfered with the monitor, even though they were in their correct position. The failure occurred during the routine review of the device.